Manufacturer narrative:
The associated journey ii visionaire guide kit was not returned for evaluation. Our investigation including an engineering evaluation by our visionaire team noted that after evaluation, it was determined that an error occurred during the creation of the femur block model causing the distal pinhole distance to be incorrect. The alignment engineer along with the operator have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated journey ii visionaire guide kit was not returned for evaluation. Our investigation including an engineering evaluation by our visionaire team noted that after evaluation, it was determined that an error occurred during the creation of the femur block model causing the distal pinhole distance to be incorrect. The alignment engineer along with the operator have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. This follow-up report is being submitted with information previously provided to you on 1/9/2018 and 1/14/2018 which is in our system marked as both failed emdr and duplicate emdr. As such, we cannot safely claim that FDA has received all information intended and we are submitting the information once again.

Event description:
It was reported the surgical technique was changed. Spikes on size 7 cut block didn't match up to the holes in the visionaire block. (5-1 distal holes didn't match the visionaire cutting block holes m-l). Visionaire planned rotation & distal pin location was not used. There was no backup available and there was a delay less than 30 minutes.